Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not fire. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date.   According to the complainant, during the procedure, the clip would not fire. No patient complications have been reported due to this event.   Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 08, 2018. It was reported that the procedure date was on (B)(6) 2018. There were no patient complications reported as a result of this event.